Manufacturer narrative:
The initial MDR 2432235-2018-00152 was filed on 12-apr-2018. Additional information (28-may-2018): additional information was obtained from the siemens customer care center (ccc) specialist. The results obtained with advia chemistry calibrator lot 135808 were part of a comparison study between the results obtained with calibrator lot 135808 and the previous calibrator lot. Quality control materials were in range during the time of the comparison study. The cause of the discordant, falsely depressed creatinine results is unknown. Advia chemistry calibrator lot 135808 is performing as intended. No further evaluation of the device is required. MDR 2432235-2018-00151_s1 was filed for the same issue.

Manufacturer narrative:
A siemens headquarter support center (hsc) specialist reviewed the information in the complaint. There was no patient diagnosis information associated with these results. There was not enough information provided to determine if the bias or change in recovery is due to change in diagnosis, patient condition, change in calibrator lot, reagent lot or instrument performance. The cause of the discordant, falsely depressed creatinine results is unknown. Advia chemistry calibrator lot 135808 is performing as intended. No further evaluation of the device is required. MDR 2432235-2018-00151 was filed for the same issue.

Event description:
Discordant, falsely depressed creatinine (enzymatic method) results were obtained on the advia chemistry enzymatic creatinine_2 (ecre_2) assay. The discordant result was obtained after the assay was calibrated using a new lot of calibrator. The discordant results was not in alignment with previous results of the samples. It is not known if any of the discordant results were reported to physician(s). There are no known reports of patient intervention due to the discordant creatinine results. There are no known reports of a delay in administering treatment or medical intervention to the patients due to the discordant creatinine results.